Event description:
Da vinci sureform 30 stapler was being used during case when stapler malfunctioned, and small metal piece broke off. Resident was able to retrieve broken piece and extract from patient.